Manufacturer narrative:
The lead under complaint was not returned for analysis. Prior to the analysis of the pacemaker, the quality documents accompanying the manufacturing process for the pacemaker as well as the lead were re-investigated and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. As a first step of the analysis, the pacemaker was properly interrogated and the pacemakers memory content was analyzed. The analysis did not reveal any indication of a device malfunction. However, a ventricular bipolar and unipolar lead failure was initially detected by the pacemaker on (B)(6) 2020, confirming the clinical observation. After rv lead revision, the pacemaker detected again a ventricular unipolar lead failure on (B)(6) 2020. A provided x-ray image documented a constriction of the solia s 60 in the area of the venous access. The pacemaker was visually inspected revealing no anomalies. The header of the device was analyzed. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. All dimensions of the header bores were within the range requested by the standard specifications. Also the spring elements of the pacemaker did not show any deviations. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. An additional long-term pacing test was initiated. During the test, each pacing pulse was recorded. The evaluation of these pacing pulses documented regular device behavior. There was no intermittent or permanent loss of output. In conclusion, the pacemaker is fully functional. The analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approx. 1 month, a loss of capture by the pacemaker and the lead was observed. The pacemaker and lead were explanted.